Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) causing the patient bradycardia. Intervention was taken to correct the t-wave oversensing (twos). It was reported the right atrial (ra) lead had no capture. The leads remain in use. No further patient complications have been reported as a result of this event.